Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
During a review of the patient's programming history, high lead impedance was observed on diagnostics performed on (B) (6)2005. No further details were made available. Good faith attempts to obtain additional information have been unsuccessful to date.